Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-jul-2024. [Additional information]: on 05-jul-2024, additional information was received. The date of the procedure was on (B)(6) 2024. The intended procedure was intra-arterial (ia). This was an adapt (direct aspiration first pass technique) case. The device was not snaked (advanced without a guidewire / microcatheter). There was no excessive vessel tortuosity or acute bends in the target vessel. The thrombus was normal (medium in size, not too thick or fragile). The embovac was replaced with the sofia intermediate catheter (microvention). The information indicated that the embovac was stuck at the basilar artery (ba) ¿so when they tried to withdraw, there was some resistance.¿ the resistance was felt when it was stuck at the ba. Excessive force had not been applied to the device. The procedure was completed with the sofia intermediate catheter. There was no negative patient impact and there was no delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm ic 71 embovac aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The distal body was noted to be compressed and stretched in a section 15cm from the distal end. Microscopic inspection was performed. Under magnification, it was noted that as a result of the severity of the stretching, the outer plastic layer fractured, exposing the internal wires. The reported issue documented in the complaint regarding the catheter being stretched with a leaking hole and sharp edges was confirmed based on the conditions in which the catheter was returned. Even though no separation was found in the device, a fracture was found on the stretched section. It is possible that the base catheter could have trapped the softest area of the catheter against a vessel and could have caused the stretching upon retrieval. According to the risk documentation, catheter damage is a potential issue that can occur during placement due to a hemostasis valve being overtightened. Additionally, withdrawal difficulties can arise during catheter removal due to anatomical tortuosity, leading to stretched and compressed conditions found. With the limited information available, a conclusive cause cannot be determined; however, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (31027261) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: if flow through catheter becomes restricted, do not attempt to clear catheter lumen by infusion. Doing so may cause catheter damage or patient injury. Remove and replace catheter. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 18-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section e.1: the initial reporter phone is not available / reported. Section e.1: the initial reporter facility name and address was not provided. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31027261) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure, the 125cm ic 71 embovac aspiration catheters (ic71125ca / 31027261) became ¿stretch out, leaking hole with sharp edge.¿ there was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the name of the hospital received on 05-jul-2024. [Additional information]: on 05-jul-2024, additional information was received indicating that the hospital name is (B)(6) hospital. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.